Event description:
It was reported that during a low anterior resection procedure, the anastomosis made by the device was leaking and the donuts were not complete. Sutures were used to close the leaking anastamosis. There were no adverse consequences for the patient.

Manufacturer narrative:
Info anticipated, but unavailable at this time.